Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "following drilling, the drill sleeve and drill became stuck. The procedure was successfully completed using a different drill and sleeve."

Event description:
As reported: "following drilling, the drill sleeve and drill became stuck. The procedure was successfully completed using a different drill and sleeve."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: drill bit and drill sleeve were received in stuck condition, however both the devices were separated from each other. After disassembly, the drill found damaged from where it was stuck. The area proximal to the flutes, and the flutes itself got deformed due to excess contact with the drill sleeve. The forefront of the drill is also deformed; it has become oval and especially at one location the material flows outwards from the ideal circular periphery which indicates that the drill drifted abnormally inside the drill sleeve in one direction during usage resulting in excess contact between drill bit and drill sleeve. Due to this excess contact, excess friction and heat was produced resulting in partial binding of both the instruments. A review of the device history was not possible because the lot number on the sleeve is not clearly visible due to damage. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number on the sleeve is not clearly visible due to damage. Based on investigation, the root cause was attributed to a user related issue. The event was caused due to misalignment of the drill inside drill sleeve during usage resulting in excess contact between drill bit and drill sleeve. If more information is provided, the case will be reassessed.